Event description:
It was reported by the patient¿s family that the patient is deceased and died approximately two years post implantable cardioverter defibrillator (ICD) system implant. The patient¿s daughter reported the cause of death per the death certificate is ¿heart attack and compromised defibrillator implant¿. Additional information received from the physician¿s office indicated the patient had received appropriate therapy for ventricular tachycardia (vt)/ ventricular fibrillation (vf) episodes one week prior to and the day of the patient¿s death. The patient is further reported to have been hospitalized approximately one week prior to death and device follow up was recommended however the patient discharged against medical advice.

Manufacturer narrative:
Product event summary: (B)(4), the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 693565 implanted: (B)(6) 2011; 5076-52 implantable pacing lead implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.